Manufacturer narrative:
On 1/8/2019, it was noticed that the following information was erroneously omitted from the previously submitted report. In addition to bilateral capsular contracture, the patient also experienced a suspected rupture on the right side. Section d1-product problem has been checked. Device code-1546-material rupture has been added.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, baker grade 3. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implant 275cc and experienced bilateral capsular contracture, baker grade 2 (left) and 3 (right) post-operatively, which were confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the right side device.